Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan (lfs) alleging the one touch ultramini meter is giving an error 4 message. According to the owner's manual, error 4 could mean the following: 1. There may be a problem with the test strip. 2. The sample was improperly applied. 3. There may be a problem with the meter. The complaint is being classified based on the documentation of the customer care advocate. The patient takes insulin based on a sliding scale (novolog). The patient has been having error 4 messages since one day earlier. The patient reported that on that day after the reported issue started, she may have skipped a few doses of novolog while she was feeling jittery and reported that her eyes were burning. The symptom of jitteriness could be suggestive of hypoglycemia. During troubleshooting, the cca verified that the patient was using the meter within the appropriate temperature range, and the correct testing technique was used. However, the test strips had been opened longer than the discard date, expired, or stored improperly. This complaint is being reported because the patient alleged she had been getting error 4 messages before she developed symptoms of "jittery and burning eyes." The meter, test strips, and control solution were replaced.